Manufacturer narrative:
No sample has been returned for evaluation for the report of persistent hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no indication of device system failure. No information is provided regarding the patient's preoperative condition, any complications (e.g., creation of an oversized cyclodialysis cleft) that may have occurred during surgery, or any postoperative conditions or medication use that may be contributing factors to the patient's low intraocular pressure (iop). Possible root cause is that hypotony (low iop) is an established risk associated device system use, which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately three weeks following microstent implantation, the patient is showing persistent hypotony. Additional information was requested.